Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the patient's implantable cardioverter defibrillator exhibited unspecified oversensing. No intervention was performed. Patient had no consequences.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-51899, the same issue was previously reported as 2017865-2025-53812.